Event description:
It was reported that during an unknown procedure when the device was being used it started to send out unknown material which wasn't clips into the patient stomach.there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please specify which kind of material was observed? Plastic part. Is there a photo available? No, please look into the device when you receive it. Was there any issue with the patient? No, they saw the part before they were closing. Did the material fell into the patient? Yes. If yes, how was the material retrieved? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you please confirm that the plastic part which fell into the patient was retrieved? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/30/2025. D4 batch #z7011m. Corrected data: b1, b2, h1. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining six (6) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch z7011m number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please confirm that the plastic part which fell into the patient was retrieved? I cannot confirm that the plastic part which fell into the patient was retrieved.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2025. Additional information was requested, and the following was obtained: is there any plan to retrieve the piece if it fell into the patient? Unknown. What is to be done to confirm if the piece fell into the patient? The piece felt into the patient body and the surgeon picked it up and through it away. What is the current status of the patient? Ok. Is a picture of the piece available that you can send in? Unknown. Can you further describe the shape size and color of the plastic part? Unknown. Why does the surgeon believe the foreign piece of plastic may have come from the er420 device? From the report they saw it coming from the device. When the device was analyzed, no missing pieces of the jaw were missing when the device was returned. Unknown. Can the foreign material be returned? The device has been picked up and return for investigation. How do we know that the piece was plastic? The customer investigated the piece when it picked up from the body.